Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump to charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump. Customer's blood glucose ranged from 170-200 mg/dl.